Event description:
Per the clinic, the patient sustained a blow to the head, resulting in a dislodged magnet. Revision surgery occurred on (B)(6), 2010 to replace the magnet. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced a second episode of magnet dislodgement on (B)(6) 2010. Revision surgery to place back the magnet into correct position was performed in february 2011 (specific date not reported). Patient resumed use of device and no additional episodes were reported. This report is filed august 7, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.